Manufacturer narrative:
(B)(4). Unite power up properly after battery installation. Unite received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self test, off no power test and all operating current test. However a corroded battery tube spring was noted.

Event description:
It was reported that the insulin pump had weak battery alarm. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. The insulin pump will be returned for analysis.